Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient was admitted to the hospital with elevated blood glucose of 59.2 mmol/l (1066 mg/dl). When the infusion set headset was removed from the patient, there was no evidence that the needle had been inserted into the body. The patient cannot confirm the needle was present when the infusion set headset was attached to the body. The patient reported he bolused and his blood glucose did not decrease and his wife smelled insulin. The patient did not change the infusion set and may have been without insulin for more than 24 hours. No further information is available. The infusion set was requested to be returned for evaluation.